Manufacturer narrative:
It was reported that the ventilator's expiratory channel circuit board was contaminated with saline. Identification of issue has been done by analyzing problem description, service report, device's logs and attached photos. According to the information provided by the technician, the saline traces on expiratory channel circuit board was found during maintenance inspection. The expiratory channel circuit board was replaced. Moreover, the pressure transducer test failed during pre-use check and both pressure transducer circuit boards were replaced as a precaution. The issue was decided to be reported as ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. There was no patient harm. It has been concluded that the operational context has an impact on the presence of saline traces on the pcb.

Event description:
It was reported that the ventilator's expiratory channel circuit board was contaminated with saline. There was no patient harm. Manufacturer's ref. #: (B)(4).